Event description:
Pt called and stated their central line had clotted off. Unable to flush. Nurse was sent to home and line was unable to be flushed. Md was notified - was going to have line cleaned out in 2003. - nurse went to home to change PICC drsg, change end cap with extension. Changed and discovered line flushed fine with new end cap and extension set. Nurse took old set to sink and tried to flush. Device would not flush.